Manufacturer narrative:
(B)(4). This is for the same patient as (B)(4). A batch review of lots h13k04047 and h13k16033 will be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13k04047 and h13k16033 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and treatment of the event was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 3.